Event description:
It was reported that the device failed the occlusion test. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name- corrected. D9 - date returned to mfg: 5/24/2025. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected, and a lifted downstream occlusion seal was noted. A functional test was performed and the reported issue was not confirmed, however a damaged downstream occlusion seal was confirmed. The cause of the reported issue was due to the downstream occlusion seal. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.